Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "wire was loosen." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was found to have mechanical indentations on the proximal clevis. Scratch marks were found on the distal clevis. This failure is most commonly due to mishandling/misuse. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.093¿ - 0.159" in length and were not aligned with the tube axis. This failure is mostly commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the 8mm permanent cautery spatula (part# 470184-13/ lot# n11190715/sequence# 0035) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system# (B)(4). The instrument had 2 lives remaining. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, the permanent cautery spatula was found with a loose wire. The procedure was completed with no reported injury.